Event description:
End-user states she has had the product since (B)(6) 2012, from a visiting nurse service. She states the seat cracked and she was cut on her bottom and her back. No medical treatment. She states the seat itself cracked into jagged pieces right down the center. She states she caught herself.